Event description:
It was reported that during a percutaneous coronary transluminal angioplasty procedure stent damage occurred. The 90% stenosed lesion was located in a non tortuous and severely calcified proximal left anterior descending artery. The physician used a 2.25x16mm taxus liberte stent to cross the lesion, however, was unable to cross the lesion. The stent was removed outside of the patient and the proximal part of the stent was found to be "broke". The procedure was completed with a 2.75x8mm taxus liberte stent placed at the proximal portion of the lesion and a 2.25x20mm taxus liberte stent at the distal portion of the lesion in an overlapping fashion. The patient status is listed as stable with no complications reported.

Manufacturer narrative:
(B)(4).